Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16 mm stent delivery system was returned for analysis with the stent detached. A visual and microscopic examination of the stent found the stent detached from the sds, and the entire length of the stent was damaged. The stent outer diameter measured within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon cones appear folded, and crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip found evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. On an unspecified date, a synergy ii stent was implanted in the distal left anterior descending artery (lad). In (B)(6) 2019, the 90% in-stent restenosed target lesion was located in the mildly tortuous and mildly calcified distal lad. Following predilatation with a 2.0x15mm non-bsc balloon, a 2.5 x 24 synergy des was advanced but failed to cross the implanted stent. A 2.5 x 16 synergy des was advanced but it also failed to cross and the stent dislodged from the delivery balloon. The dislodged stent was removed with a snare and the procedure was completed with another 2.5 x 16 synergy stent. No further complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. On an unspecified date, a synergy ii stent was implanted in the distal left anterior descending artery (lad). In (B)(6) 2019, the 90% in-stent restenosed target lesion was located in the mildly tortuous and mildly calcified distal lad. Following predilatation with a 2.0x15mm non-bsc balloon, a 2.5 x 24 synergy des was advanced but failed to cross the implanted stent. A 2.5 x 16 synergy des was advanced but it also failed to cross and the stent dislodged from the delivery balloon. The dislodged stent was removed with a snare and the procedure was completed with another 2.5 x 16 synergy stent. No further complications were reported.